Event description:
It was reported that the lead was tested before implant and it was noticed that the lead was bent between ring and tip. The lead was not implanted. There was no apparent patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.